Event description:
A patient reported blood glucose results of "388 mg/dl, 276 mg/dl, and 237 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference fo these glucose results exceeds the expected value of <=20% and/or mg/dl , thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution are being replaced.